Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-75258.

Event description:
The customer reported via phone call that she had a frozen display anomaly on the insulin pump. Customer stated that the pump alarmed and it froze on number 3. Customer stated that the screen is not completely blank. Customer stated that the buttons stopped responding. Customer stated that the pump did not alarm following the new battery insertion. Customer reported that she received an unexpected restart alarm and the pump was being used normally before the alarm occurred. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump had a frozen screen on number 3 of boot up screen, problem isolated to motherboard. Unable to perform unexpected restart error test due to frozen screen. The insulin pump had a cracked reservoir tube lip and minor scratched lcd window.